Manufacturer narrative:
This report is filed on november 15, 2016.

Manufacturer narrative:
This report is filed on november 01, 2016.

Event description:
Per the patient's surgeon, the patient's device was explanted on (B)(6) 2016 due to a damaged electrode array which occurred during a non-device related surgery. Re-implantation is planned but has not occurred as of the date of this report november 01, 2016.